Event description:
Pt ordered IV zosyn 4.5g/100ml infused over 3 hours. Medication was hung at 23:42 on (B)(6) 2024 and finished infusing at approximately 0020 on 01/11/2024. Medication bag was empty, indicating completed infusion, with no evidence of medication spill. Both iaware and pump settings restore indicate that approximately 10ml of medication was infused with about 2.5 hrs left on infusion time despite infusion being complete in only 30 minutes. Medication was being infused through IV channel with ID# 420949. Two other channels were attached to the pump at the time with ID numbers 619243 and 420137. Main pump ID# is 421063. Reference report: mw5150396, mw5150397.